Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that catheter removal difficulties were encountered. The 85% stenosed target lesion was in-stent restenosis (isr) of a previously implanted stent located in the severely tortuous and moderately calcified proximal to mid left anterior descending (lad) artery. After pre-dilatation with a 1.5x20mm maverick balloon catheter, a 2.75 x 28 synergy drug-eluting stent was advanced but failed to cross the previously implanted stent. During device removal, a stent strut jammed to the previously implanted stent. A snare was then used to remove the device from the patient's body. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR.: the stent delivery system (sds) was returned for analysis. The stent had detached from the balloon and was returned for analysis. A visual examination of the crimped stent found the stent severely damaged across its length with struts distorted and stretched. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Crimp markings are evident on the exposed part of the balloon wall, indicating that a full crimp was achieved between the stent and balloon. The bumper tip of the device showed slight signs of damage to the distal edge of the tip. This type of damage is consistent with resistance being encountered on advancement of the stent delivery catheter through a tortuous lesion site. A visual and tactile examination found one hypotube kink at 184mm from the proximal end of the strain relief. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the outer and mid-shaft section found no issues. The inner lumen and bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable cause of the reported difficulties may be due interaction with another device. (B)(4).

Event description:
It was reported that catheter removal difficulties were encountered. The 85% stenosed target lesion was in-stent restenosis (isr) of a previously implanted stent located in the severely tortuous and moderately calcified proximal to mid left anterior descending (lad) artery. After pre-dilatation with a 1.5x20mm maverick balloon catheter, a 2.75 x 28 synergy¿ drug-eluting stent was advanced but failed to cross the previously implanted stent. During device removal, a stent strut jammed to the previously implanted stent. A snare was then used to remove the device from the patient's body. No patient complications were reported and the patient's status was stable.